Event description:
It was reported during left sided pvc (premature ventricular contraction) ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced cardiac tamponade which required extended hospitalization. During a left side pvc procedure/mapping phase, the patient had a pressure drop and it was observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 900ccs was removed from the pericardial space. The patient was stable and transferred to the ccu (critical care unit) for observation. The event occurred during mapping phase, and no ablation was performed. The outcome of the adverse event was that the patient recovered fully according to the staff. The procedural act (activated clotting time) was 300 seconds. One catheter exchange occurred and one transseptal puncture site was performed during the procedure. The force visualization features used were graph, dashboard, and vector. There was no evidence of steam pop. The flow setting was low flow rate from stsf during mapping (2ml). Correct catheter settings were selected on the generator. There were no errors observed on the carto system.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31562735l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).